Event description:
It was reported the patient experienced heating at the ipg site. The patient indicated the ipg site is warm to the touch. The patient's ipg site had to be re-closed because the sutures were not holding. The physician ordered blood work (the results are unk). Follow-up indicated no infection or pocket heating was present. The physician informed the patient to use care and not bump the incision site and that healing of the site will take time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.